Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor and blood glucose readings. The customer states their blood glucose level was 241mg/dl; their sensor reading was 68mg/dl. The difference was found to not be within the acceptable range. The customer states their device had gone into threshold suspend. Troubleshoot was conducted. The customer was advised replacement sensor would be sent.